Event description:
It was reported that 4 weeks post implant, the lead thresholds were high and it had no capture. During repositioning of the lead, the helix would not re-extend. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The lead was returned with the guide tooth bent. The helix will not extend or retract with the guide tooth damaged.